Manufacturer narrative:
Concomitant information; alinity c processing module, sn#: (B)(4) is connected to (B)(4), which is at (B)(4). A product correction letter was issued on 28sep2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions (B)(4), and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version (B)(4), and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The field service representative (fsr) observed a sample pipettor calibration issue on alinity c- processing module. The fsr performed a sample pipettor calibration, and observed that the probe did not touch the outer positioner calibration target. However, the calibration passed without generating an error. The fsr aligned the sample pipettor manually, and the instrument performed as intended. No impact to patient management was reported.